Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced and the voltage at tp3 on the control panel processor was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.